Event description:
It was reported that the patient developed a rash around the device pocket, and an allergy test determined that the patient was allergic to nickel. Per follow up, it is unknown whether or not the device will be explanted at this time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead - 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.